Event description:
It was reported the customer's insulin pump locked up on the customer. Customer's insulin pump will be returned for analysis. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump was received with unable to prime at 4.0 lbs during prime test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.